Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. It should be noted that electronic instructions for use (IFU) guide wire hi-torque guide wires warnings section states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Do not allow the guide wire tip to remain in a prolapsed condition. In this case, the reported IFU violation or the technique used during the procedure does appear to have cause or contributed to the reported complaint. Additionally, the bmw wire was used as a snare to retrieve the separated portion of the first bmw wire. It should be noted that the hi-torque guide wires IFU states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The reported IFU deviation does appear to have caused/contributed to the reported complaint. The investigation determined the reported separation appears to be related to user error. However, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the reported information, two new bmw wires were used simultaneously to retrieve the separated portion of the first bmw, but during withdrawal, the tips of both of the new bmw guide wires became separated. It is likely that the twin-twisting wires technique (ttwt) used by the physician during the procedure, twisted and kinked the guide wire tips resulting in the reported separations. The treatment appears to be related to the operational context of the procedure as two new balance heavyweight (bhw) guide wires were used simultaneously where advancement to remove the separated bmw tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced are being filed under separate medwatch report numbers. The UDI is unknown as the part and lot numbers were not provided. Article title: one, two, three...breakdance and twist.

Event description:
It was reported through a research article that the patient presented with angina. Two non-abbott stents were implanted, and a balance middleweight (bmw) guide wire was not removed prior to further stenting. After another non-abbott stent was implanted, it was noted that the tip of the bmw guide wire was jailed in the stent and had separated. A balloon was used to treat the separated tip, but was unsuccessful. Two new bmw wires were used simultaneously to retrieve the separated portion of the first bmw, but during withdrawal, the tips of both of the new bmw guide wires became separated as well, which led to ischemia. Two new balance heavyweight (bhw) guide wires were used simultaneously where advancement was found to be difficult; however, these bhw guide wires were able to retrieve the separated portions of the two latter bmw guide wires. Another two bhw guide wires were used to retrieve the separated portion of the first bmw guide wire and the implanted stent that jailed the bmw. Then a dissection was noted in the lad where the separated portion and stent were, so another non-abbott stent was used to cover the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. Details are listed in the article, titled "one, two, three...breakdance and twist."